Event description:
During the balloon assisted coil embolization of a left internal carotid artery aneurysm, a thrombus formed in the distal left middle cerebral artery. There was 20mg of reopro administered to treat the thrombus. The thrombus was considered resolved with no residual effects the same day. The physician related the thrombus to the index procedure and the balloon catheter used during the procedure. The physician did not relate the thrombus to the coils.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.